Manufacturer narrative:
Device is a combination product. (B)(4). A promus element mr ous 2.50 x 24mm stent delivery system (sds) was returned for analysis. A visual examination of the stent identified no issues with the crimped stent. The stent showed no signs of damage or movement and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter (od) was measured and the result was within max crimped stent profile measurement. The bumper tip of the device was examined and no issues were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube revealed multiple kinks and a break in two locations along the hypotube. There was a hypotube break at 193mm and 214mm distal to the end of the strain relief. An examination of the shaft polymer extrusion identified no issues. There were no signs of damage or strain to the bi-component bond. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited.   (B)(4).

Event description:
Reportable based on device analysis completed on 06-dec-2017. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 90% stenosed target lesion containing a lesion bend of between >45 and <90 degrees bent was located in the severely tortuous and moderately calcified right coronary artery. A 2.50x24mm promus element ¿ drug-eluting stent was advanced but failed to cross the lesion. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed hypotube broken.